Event description:
It was reported that during the placement of a leadless implantable pulse generator (ipg) micra av2, the deflection mechanism of the delivery system was not working properly. The deflection control was inoperable, and the tether was locked with excessive friction, causing articulation/deflection issues out of plane. Initially attempted to place the device and crossed into the ventricle multiple times but faced difficulties in positioning it on the septum. Subsequently, attempted placement but was unable to cross into the ventricle after several attempts. The device was then removed from the body to assess the deflection mechanism, which was found to be malfunctioning. A new leadless implantable pulse generator (ipg) was then used and successfully placed without any issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected d4 and h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.